Event description:
It was reported that log file review captured controller clock corrupt events. This appeared to be caused by a total loss of power to the system that had occurred sometime prior. The log file showed the clock was reset on 22sep2023. Related manufacturer report number: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the clock not being set was confirmed via review of the submitted log files. The submitted controller event log file contained information spanning approximately 5 days (30jan2000 to 04feb2000 per timestamp) and the submitted controller periodic log file contained information spanning approximately 11 days (25jan2000 to 04feb2000 per timestamp). Throughout both log files, data was captured with the default timestamp of the year 2000, and a controller clock corrupt alarm was active. The exact events which lead up to the clock resetting were not able to be conclusively determined, as they had been overwritten by newer events. The pump maintained a speed above the low speed limit throughout the available data. The clock was observed to be synchronized properly at 14:06:59 on 22sep2023, in the last few recorded events. The heartmate 3 system controller (serial number: hsc-130112) would not return for analysis. The root cause of the controller clock corrupt alarm could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, no external power, pump off, and controller clock not set alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related pump stop is reported under MFR# 2916596-2023-07169 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review captured controller clock corrupt events. Per technical services, the controller clock corrupt events were caused by a total loss of power to the system, which also causes a pump stop. The power loss had occurred 35 days ago. The log file showed that the clock was reset on 22sept2023.

Manufacturer narrative:
Section d1 brand name: corrected , section d4 catalog number: corrected, section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.